Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device. According to inspection, e216 was displayed when the device was connected to the video system center, but the endoscopic image was displayed. When the angle operation was performed, the endoscopic image disappeared. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As a result of disassembling analysis, omsc confirmed that the inside cable of the universal cord had a buckling and coating breakage. The exact cause of the reported event could not be conclusively determined. There is a possibility that the reported event occurred when the exterior of the device came into contact with the exposed part of the cable. Omsc surmised that excessive stress was applied as the cause of the cable buckling and coating breakage. If additional information becomes available, this report will be supplemented.

Event description:
When the user turned on the device, error e216 (scope communication error) was displayed and the endoscopic image became dark. The user cleaned the connector, rebooted, and reconnected the device. However, this phenomenon was not resolved. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.